Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the ring detached when inserting/removing the enf-v2, causing the ring to detach and fall into the scope socket of otvsi2. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the fixing ring of a flexible video rhinolaryngoscope fell off inside the video system center. The issue occurred when preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.